Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close and making clicking noise. A field service engineer (fse) found that legacy full height drawer 5 on the main station had failed and was protruding approximately four inches from the cabinet. Upon removal, the drawer was found to have a dented backside, a damaged latch sensor, a loose latch catches inside the cavity, and missing screws. The fse replaced the latch sensor, latch sensor mount, and installed new screws to secure the mount. Additionally, the pyxibus controller module for the drawer was replaced. The metal shield for the controller board was reshaped and reinstalled, restoring the drawer to proper working condition. The system functioned as intended after the field service engineer repaired the device.